Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per sorin, this lead was explanted due to fracture. No adverse patient side effects were reported. Should additional information become available, this event will be updated.